Manufacturer narrative:
A lumenis service engineer visited the site one (1) day after the reported event and examined the system and found that 1st relay mirror and oc in channel 2 were damaged. 1st relay mirror was burnt and the oc had a small pit in it. Replaced both mirrors performed alignments in near and far. Performed software upgrade to 2.3.0.4. Ran power meter checks and took log from machine. The laser was found to have met manufacturer specifications and was returned to the facility safe and operational. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications.device was manufactured 27-mar-2018 and installed at the customers site on 3-jul-2018. A review of system risk files ((B)(4)) revealed risk #2.3.1; optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. Unrelated to the event, lumenis has initiated CAPA # 20001 to further investigate and address mirror issues of the holmium system. This complaint is being closed to CAPA # 20001, and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. 34-01-04-00) and per post marketing surveillance procedure (doc no. 1005539).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the system displayed error codes 253, and 273 and the laser remained inoperable. Unable to continue with the device, the facility brought in an alternate laser to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.